Manufacturer narrative:
The erbe unit was evaluated by the original equipment manufacturer (OEM). The reported failure was confirmed when the erbe unit produced a u-02 error on startup, indicating a malfunction system check master printed circuit board (pcb). The front frame bezel was also found to be cracked.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The failure analysis investigation was completed for the erbe integrated electrosurgical unit (iesu) generator. The reported failure (u-02 error on start-up) was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe due to the repeated u-02 errors. The system was tested and verified as ready for use. Isi received the erbe; however, failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) called technical support engineer (tse) and stated that the site was having issues with the erbe. The site was getting u-02 errors on the erbe. The site had brought in a force triad to complete the case. The site was completing the procedure as planned with no reported injury.